Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip, or the tissue pad was excessively heated due to friction between the grasping section and the probe tip, or the probe was possibly in contact with surgical instruments or non-insulated area causing error occurred and cracks in the probe. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. The device has been returned and evaluated. This supplemental report is being submitted to provide this information. This event is associated with two device with reportable failures that are captured in medwatches with patient identifier (B)(6) (first device) and patient identifier (B)(6) (second device, reportable failure of worn teflon pad with metal exposed noted during device evaluation). This medwatch is for the first device. The doctor is experienced in the use of the device and was trained by olympus in the techniques of using the device. Whether the procedural tips and techniques instructions that were distributed on 09/27/2013 have been shared with the user facility is not available. No patient information, demographics, or pre-existing medical conditions will be provided. There are no additional details available of reported issue of the melted teflon pad. The issue occurred at the end of the procedure when the doctor was performing cut and coagulation with setting 1. It is not known how much extra time was needed to complete the procedure, but the patient did not need to be given any additional anesthesia. No information is available of the devices used in conjunction with the device at the time of the event. The device was inspected before use with no anomalies noted. No information is available on the cables and bundling of cords of any other medical device. Actual device lot number is 05k 19; 05k is device package lot number. The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found a crack on the probe. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The wiper movement has some minor restriction due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Manufacturer narrative:
Correction being made for lot number. This supplemental report is being submitted to provide this information.

Event description:
As reported for this event by the customer, during a therapeutic prostatectomy procedure the device teflon pad melted. The device was switched for another for which an unknown error code was observed. The procedure was competed with some additional time needed. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.